Manufacturer narrative:
Foreign: (B)(6).

Event description:
Information was received that a smiths medical portex blue line ultra suction aid cuff leaked air during use. No adverse patient effects were reported.

Manufacturer narrative:
Four pictures were received for evaluation, as well as one tracheostomy. Visual inspection of the device found it to be in good physical condition. As functional testing, the sample was inflated using a syringe and subsequently submerged under water in order to detect for leakage. As a result, a leak was noted to be coming from a small tear in the cuff. During production, an inflation test is performed on 100 percent of the product, as well as a visual inspection to confirm no ragged edges. There is no information to suggest that the product become damaged during manufacturing; the problem source has been determined to be user interface.